Event description:
It was reported to philips that the system could not make exposures due to insufficient disk space. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the procedure was completed after deleting some patient images. The philips field service engineer (fse) went onsite and analysed the system log files. The analysis revealed an error message stating ¿free space low, delete examination.¿ further investigation confirmed that the image disk was full and the hard disk was faulty. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.